Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1488t competitor lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room, where the device was noted to be at eol (end of life). Follow-up did not yield any additional relevant information. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.